Event description:
Causality, unknown. Patient initials: (B)(6). Date of awareness: 6/3/24. Patient rems ID: (B)(6). Provider rems ID: (B)(6). Reporter: provider. 54 yo female on adempas, opsumit and remodulin for pah. Upon routine chart review, provider noted patient with pmh raynaud's and suspected crest syndrome, pulmonary htn on remodulin pump who was presented at ed on (B)(6) 2024 for vascular catheter malfunction due to broken luer lock. Luer lock was replaced. The catheter is flushing with no issue. At time of discharge, patient was on appropriate medications with resolution of presenting symptoms and medically stable for discharge home with appropriate follow up. Patient presented at ed again on (B)(6) 2024 with leaking catheter. Noted that the luer lock of her vascular catheter was stuck is noted to be leaking. The luer lock was successfully removed and replaced upon arrival to the ed. The patient's pump was then reconnected noted to have good signal with continuous infusion. Patient was discharged home in stable condition. No change in pah medications noted. Reference report mw5155781.